Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Serial number is unknown.reporter phone number provided was invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the customer received a battery that would not charge. It is unknown if there was any patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30jan2019, date rec¿d by MFR : 01jan2019. Multiple unsuccessful attempts were made to contact the customer to gather details surrounding the event; however, no additional information was provided. Should any new, relevant information be obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.